Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Ous MDR - we were informed by mhra that after an implantation time of 18 months, oversensing occurred in the ventricular channel with subsequent atp delivery. No other adverse pt side effects have been reported. The device was explanted.